Event description:
Had placed wire guide through needle in order to access gortex arm graft. When removed needle and attempted to place dilator over wire guide the tip of the wire was noted missing. Because the arm graft was occluded, the tip of the wire was noted in the graft and in the pt's tissue. A cut down was performed to remove the tip of the wire guide. Stitches were required to close. No complications. Pt is fine.